Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of a left side ¿pain¿, ¿capsular contracture, baker grade unknown¿. Additionally, healthcare professional confirmed the previously reported event and reported ¿implants are being exchanged due to patient¿s concern with the product¿. Device remains implanted.